Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Additionally, a cartridge alarm 1 occurred. Customer's blood glucose (bg) level was 323 mg/dl. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.